Event description:
It was reported that the proximal section of the pipeline was not fully opened after deployment and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).